Event description:
It was reported that, "doing triathlon ts and when finished trialing we were taking out the trials and when taking the femoral trial out the femur disengaged from the offset and stem."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.